Event description:
Balloon burst.

Manufacturer narrative:
The rated burst pressure for this catheter is 15 atm. The physician inflated this device 8 times and went beyond the rated burst pressure each time. The devices from inventory that were pulled and tested burst at pressures of 28 atms.